Event description:
It was reported that caller experienced minimum fill notification while attempting to load new cartridge with 300 units of insulin. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information. Customer had been using insulin pens instead of vials to fill syringes and cartridges, and technical support explained that pens were not recommended for loading because they could cause such issues, offered load process instructions which customer declined, and advised customer to contact healthcare provider to obtain insulin vials for proper loading; customer understood, and no further action was required.